Event description:
It was reported that there were a high number of short intervals, which could indicate oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2010; (B)(4) implantable tissue valve, (B)(6) 1999. (B)(4). Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found.